Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope avl video baton 3-4, the image was cutting in and out and they were getting lines across the monitor screen, flickering images, or blurry images. A delay in the procedure of unknown duration occurred while a competitor's device was obtained. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The monitor and baton were powered on for 45+ minutes without failure. The back shell assembly was replaced as a preventative measure. The red led charge indicator light on the front panel was found faulty so the front shell assembly was replaced. The battery was found to be from 2010 so it was replaced. Technical services certified that the monitor and baton image was correct. The unit was returned to the customer.